Event description:
It was reported that the patient was seen in clinic with complaints of driveline power fault alarms that started the morning of (B)(6) 2026. The patient's system controller and modular cable were exchanged. The patient tolerated the exchange without complaints and the pump restarted with no issues. There were no alarms present. Log file review prior to exchange confirmed driveline power faults that started on (B)(6) 2026 and continued for the remainder of the log file. Log files post exchange contained routine events.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.